Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: what were the indications for surgery? What is the healthcare professional¿s experience with firing device? What part of colon was being removed? Were both transections and anastomosis performed with gst or other devices? Was a leak test performed? Were there any issues noted with staple formation during initial procedure or reoperation? What is the current patient status?

Event description:
It was reported that during a robotic colon resection procedure, the patient returned on (B)(6) 2016. The surgeon checked the anastomosis and leak was discovered. Fifty percent of anastomosis was opened, and then went to open case and the surgeon repaired the leak.